Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Concomitant products: mentor memorygel breast implant 600cc, catalog number: 3506004bc, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unspecified breast implantation procedure with a mentor memorygel breast implant 600cc and experienced capsular contracture baker grade unknown on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2021, additional information was received indicating the patient underwent device removal on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 11 2021, additional information was received indicating the devices were discarded post-explantation. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On may 21 2021, additional information was received indicating the patient experienced bilateral capsular contracture baker grade unknown and rupture on the right side. The explantation date was identified as on (B)(6) 2020. This report is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jul 20 2021, additional information was received indicating the date of explantation was (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, additional information was received indicating the baker grade was grade iii bilaterally. Manufacturer¿s reference number: pc-(B)(4).